Event description:
It was reported that the broach handle broke at the joint. No surgical delay reported, no adverse patient and/or user consequence reported. No fragment entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned for examination. The visual examination of the device found part of the locking mechanism broke. The reported condition was confirmed. Additionally the device has various signs of impacts in the form of nicks close to the locking mechanism and on the locking lever. Broken part was returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Drawing/specifications reviewed: drawing: n/a; specification review was not performed since it was not applicable to the complaint condition. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device history lot: product description: ant broach handle - l; product code: 259807350; lot number: ab4565066. Bfarm DHR review request: 1) quantity manufactured: (B)(4); 2) date of manufacture: 20 nov 2018; 3) any anomalies or deviations identified in DHR: none; 4) expiry date: n/a; 5) IFU reference: IFU 090200836 rev g.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.